Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This is related to MDR with patient identifier (B)(6).

Event description:
On (B)(6) 2014, the patient and her husband reported she has experienced erratic blood glucose that has required treatment, and upon follow-up, her husband reported the insulin delivery of the infusion device is inaccurate. The first event occurred in (B)(6) 2013. She was at a doctor's appointment, and her blood glucose was tested and was in the 500 mg/dl range. She was given an insulin injection as treatment. She changed the accessories when she returned home, and her blood glucose decreased. She did not have symptoms of hyperglycemia. Second, her blood glucose was in the 500 mg/dl range when she woke on (B)(6) 2014. She detached the infusion set and completed a prime, but no insulin was delivered. She changed the accessories, and then she bolused and increased the basal rates as treatment. Her blood glucose was 94 mg/dl at bedtime. Her husband was unable to wake her around 12:00 a.m., and he delivered a glucagon injection. The next night, her blood glucose was 126 mg/dl at 9:00 p.m. Her husband found her unconscious again at 11:30 p.m., and he delivered another glucagon injection. Her blood glucose was 45 mg/dl when she 'came to' and 244 mg/dl 45 minutes later. Her normal range is 120-150 mg/dl. She does have scar tissue and will occasionally have bent infusion cannulas. Husband was advised how often to change accessories. The infusion set and cartridge were discarded and will not be returned for evaluation. The infusion device was replaced and requested for evaluation.